Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. According to the plan data provided by the site, the plan was delivered and calculated as prescribed. The nature of the problem could not be confirmed with the data provided by the site.

Event description:
The customer reported rescale lost after removing setup fields. Based on the available information the customer reported a patient was mistreated and received a dose that was 14% higher than intended. All fractions were delivered and the issue was not discovered until the patient's treatment had completed. The patient has been treated for oesophagitis since completing the course of treatment.